Manufacturer narrative:
(B)(4). The reported gladius guide wire was returned for evaluation with its separated tip approximately 50 mm long. The core and the coil were found fractured at the same location. The polymer jacketed surface of the fracture site was scratched likely by contacting calcium. The polymer jacket was removed for observation purposes. The location of the fracture was found approximately 10 mm distal to the proximal-mid solder that was originally set at 60 mm from the tip. Both core and coil had an uneven fracture surface where clefts were also found; therefore, it was indicated that repeated bending stress had most likely contributed to the observed wire fracture. Similar characteristics (uneven fracture surface with clefts) were found on the fracture surface of the separated tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that repeatedly applied bending stress generated with wire manipulation in attempts to cross the heavily calcified cto or release of the stuck tip in the lesion had most likely contributed to tip separation of the returned gladius guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the lesion. It was concluded that this event was not attributed to product quality. Measurement of the returned guide wire suggested that it was returned in its entirety; however, it was unable to determine whether the damaged polymer jacket missed any piece. It was unable to completely rule out a possibility that some fragments of the polymer jacket might remain in the patient vasculature. No action is taken nor is planned to be taken as the instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse effects]: separation of the guide wire.

Event description:
It was reported that the tip of an asahi gladius guide wire had detached during a percutaneous transluminal intervention to treat a heavily calcified chronic total occlusion (cto) in the celiac trunk. It was a heavily calcified stenosis and the wire was stuck in the calcium. The physician was supposed to use a non-asahi guide wire for this case but mistakenly gladius was used instead. Much torque in one direction was applied during manipulation. When they observed the tip of the wire was stuck, they tried to remove the wire, some force was applied and the tip broke off. The tip of the wire was retrieved with a snare delivered via the left iliac artery. After successfully retrieving the separated tip, they used the non-asahi guide wire supposed to be used in this case but failed to cross. They confirmed nothing was left in the patient. There were no adverse patient effects associated with this event. The patient had a bypass surgery and was doing well.